Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15016. It was reported that the patient experienced ineffective stimulation due to high impedances on one of the leads. Additionally, one of the leads migrated. Reportedly, patient had multiple falls. Reprogramming was unable to resolve the issue. Hence, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was confirmed post operatively.